Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to "urine leakage." The cuff was downsized from a 4.5cm cuff to a 3.5cm cuff. Additional information received states two weeks prior to the revision surgery the patient presented with his "bowel(s)" leaking. The patient was doing well following the surgery. Additional information received states "after the initial operation, the cuff was loose and the urine was leaked."

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to "urine leakage." The cuff was downsized from a 4.5cm cuff to a 3.5cm cuff. Additional information received states two weeks prior to the revision surgery the patient presented with his "bowel(s)" leaking. The patient was doing well following the surgery. Additional information received states "after the initial operation, the cuff was loose and the urine was leaked."

Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: the ams 800 occlusive cuff was visually inspected and microscopically examined. A leakage test was performed, and no leaks were found in the cuff.